Event description:
It was reported one day post implant when programmed lv1 to lv2 this left ventricular (lv) lead exhibited high out of range pacing impedances measuring 2200 ohms which triggered a lead safety switch (lss). The vector was reprogramed to include the device and the measurements went back to within range. Technical services recommended to continue to monitor in the new vector and evaluate at the next device interrogation. At this time, this lv lead remains in service. No adverse patient effects were reported.